Event description:
(B)(4). Event occurred in the united states. The patient reported that the quick release kept coming undone. She had to put the sensor over tape on the infusion sets to keep them from disconnecting. The patient stated when she checked her blood sugar she noticed that it was disconnected. The site location was left or right of lower abdomen and the pump was in the pocket. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.